Event description:
The pump was returned to animas due to large prime volumes. During evaluation, the force sensor was found to be out of calibration.

Manufacturer narrative:
Correction/removal reporting number: 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on 04/28/2011 with the following findings: during evaluation, the force sensor was found to be out of calibration. During evaluation the pump was able to rewind, load and prime successfully. Unrelated to the event, the battery compartment was found to be cracked and the display was found to have a reddish tint. The user guide warns that cracks, chips, or damage to the pump may impact the waterproof feature of the pump.